Event description:
It was reported that during a ptca/stenting treatment procedure inflation difficulties were encountered. A maverick2 monorail 30mm x 3.25 mm balloon was being used to predilate a 90% stenotic lesion in the mid - proximal lad coronary artery, but would not inflate. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to predilate the lesion in preparation for deployment of another manufacturer's stent in the mid-lad. The maverick2 monorail 30 / 3.5mm balloon was being used for post-dilatation of the stent, when it ruptured at 6 atms on the initial inflation. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. The patient was asymptomatic during this event. Patient status is reported as 'good'.